Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the battery depletion (bd) was declared. Technical services (ts) confirmed through the data analysis that the device power consumption has been increasing and recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the battery depletion (bd) was declared. Technical services (ts) confirmed through the data analysis that the device power consumption has been increasing and recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.